Manufacturer narrative:
(B)(4). Device used for treatment. Manufacturing evaluation results revealed the device was received with the tip broken off. The relevant dimensions were measured and were found within the specification. The fracture face is homogenous which indicates material conformity. Due to the event description and the evaluation of the returned device, the root cause is unable to be determined. The product development records were reviewed and no complaint related issues were found. Loading of a hand-held instrument is dictated by force exerted by the operator, not a function of design. Exceeding load capacity of an instrument is therefore misuse. Impossible to determine if cause of failure is from intentional misuse, product damage or exceeding reasonable product life expectancy. Placeholder.

Event description:
During a procedure, the end of the forcep broke off. All parts were retrieved, another set of forceps were used to complete the procedure. There were no further incidents during the procedure, no delay to the procedure.

Manufacturer narrative:
The mfg records were reviewed and no complaint related issues were found. Loading of a hand-held instrument is dictated by force exerted by the operator, not a function of design. Exceeding load capacity of an instrument is therefore misuse. Impossible to determine if cause of failure is from intentional misuse, product damage or exceeding reasonable product life expectancy.